Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.